Event description:
It was reported by service report that the bumpers were coming off exposing sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: bumper channel.